Manufacturer narrative:
Event date: exact date unknown, event occurred in april from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was only getting coverage on the right side of the cervical implant and needed bilateral coverage. The patient underwent a revision procedure wherein a lead fixate was added, and was doing well postoperatively.